Manufacturer narrative:
Exact date unknown, event occurred one and a half years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged in an extended period of time. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg was discarded.